Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2007 and mesh was implanted. After surgery, the patient experienced pain in the abdominal area into groin and testicles and increased in intensity over following ten years. An exploratory surgery on right side and mesh was removed on right side only. The explantation was performed on (B)(6) 2017. The patient experienced extensive scarring and nerve damage evident. Eight days later removal of right testicle was done due to damage from initial hernia repair. The patient is receiving ongoing pain management for nerve pain and scar adhesion. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.